Event description:
It was reported to nova biomedical that a consumer rec'd a result of "lo" (less than 20mg/dl) on their blood glucose meter. The consumer immediately performed two additional tests getting results of 90 mg/dl and 125 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.